Event description:
It was reported that the patient was unable to start therapy. There was no patient harm or injury. The clinical specialist confirmed that all impedance values were high or out-of-range. As a result, revision surgery was scheduled. The post-initial implant imaging review determined that the left lead was out-of-range (oor) due to a lateral entry point, which likely contributed to significant mechanical fatigue and subsequent lead fracture. During the revision procedure, it was determined that the left lead was fractured. The physician attempted to remove the severed left lead; however, the lead was firmly adherent. During extraction efforts, the lead fractured further. As a result, the distal tip of the left lead could not be retrieved and remains inside the patient. The physician elected to leave the retained lead fragments in place and proceeded with implantation of a new lead. No explant release tool was used during the lead removal attempt. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The defective lead was discarded at the facility, and therefore, no actual device evaluation could be performed. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
Mml # (B)(4).